Manufacturer narrative:
The sample is expected to be returned for investigation. A follow-up medwatch will be submitted if additional information is received.

Event description:
A report received regarding an alleged incident states that the valve leaked during cardiopulmonary bypass. There was approximately 5ml of blood loss and the product was changed out. The surgery was completed successfully.

Manufacturer narrative:
The device was received and tested for leaking. The device leaked at low pressure. The hood on the device was then dis-assembled and blood was noted under the pressure relief band. The pressure relief band appeared to have relieved pressure during surgery potentially multiple times, resulting in blood build up under the relief band. The blood build up potentially created a leak path, resulting in a lower pressure relief. The root cause of the reported complaint condition is false pressure created by accumulation of blood under the band.